Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon leaked. Another like device used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.